Event description:
Later healthcare professional reported "cysts" (not device related). Patient underwent a capsulectomy. The device has been explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2022 provided.

Manufacturer narrative:
This report is a duplicate of mrn# 9617229-2023-30422 and all information will be reported under this new mrn moving forward. Clarification b3 (date of event): evolving for 2 years with progressive deformity and breast pain, which worsened in the last 8 months. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Event description:
Patient reported "rupture" and "discomfort". Later healthcare professional reported "progressive deformity and breast pain", "asymmetry and hardening associated with pain, suggesting baker IV capsular contracture". This record is for the left side. Device remains implanted.